Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger head was cracked by the screws and there was fluid ingression found inside the plunger head. A review of the event history log identified force sensor test error in the history. During functional testing the force sensor test error was found during the power-on self test. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced all parts of the plunger head. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a failed force sensor test. No patient injury was reported.